Event description:
Reference number (B)(4). Event occured in the united states. The patient reported a single incident of a kinked infusion set cannula. Patient was unsure of the exact dates but stated these issues occurred within the last 8-10 days. Same infusion set as the pain and bleeding. The customer noticed symptoms within 3 or more hours after insertion.the infusion set had been in use for 1 1/2 days. The site inserted was thigh. The customer regularly rotated site location. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.